Manufacturer narrative:
Device was received cut in 2 pieces making evaluation impossible. A review of the batch records indicates the device met all manufacturing specifications prior to release. Halos and glare are a known and labeled possible side effect of multifocal lens implant.

Event description:
The intraocular lens was removed and replaced at 8 months post operative due to the pt's complaint of unacceptable halos & glare. Pt recovered without complication.